Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was difficult to disconnect and connect the surgeon monitor cable in to the staff cart. The external wide surgeon cable was replaced. The issue resolved. The system then passed the system checkout and was found to be fully functional. The external cable was returned to the manufacturer for analysis. Analysis found that the connector was damaged in a slightly out of round condition causing fit issues with the mating connector. Otherwise, the cable passed a continuity test. Analysis found that the reported event was related to a mechanical issue. The internal cable was returned to the manufacturer for analysis. Analysis found that a continuity test revealed opens from multiple pins. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that sometimes the surgeon monitor cable would have a loose connection. The staff monitor was still working. There was no patient present when this issue was identified. Medtronic received additional information that the system would not lose functionality when the cable would have a loose connection. The site reported that the connection socket from the surgeon monitor was warped (oval). The monitor was working, but it was difficult to disconnect and connect to the staff cart. The site would leave the systems connected.

Manufacturer narrative:
Correction: initial report inadvertently filed with the incorrect aware date. Correct aware date is 2019-04-26. If information is provided in the future, a supplemental report will be issued.